Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals, with its sensitivity subsequently reprogrammed. This device remains in service. No adverse patient effects were reported.